Event description:
It was reported that the right ventricular lead impedance started slowly rising from the trend of 744 ohms to 2176 ohms. Also the threshold had increased from 1.5 volts to 2.0 volts. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead impedance started slowly rising from the trend of 744 ohms to 2176 ohms. Also, the threshold had increased from 1.5 volts to 2.0 volts. The lead remains in use. No patient complications have been reported as a result of this event. It was further that the right ventricular lead has now been explanted and replaced. No patient complications have been reported as a result of this event.